Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. A device diagnosis of unsatisfactory stimulation pattern was reported with a clinical diagnosis of anxiety from spinal cord stimulation usage. It was reported the patient had anxiety with usage of the spinal cord stimulator and had feeling of restlessness. The event was possibly related to the device or therapy and was not related to the implant procedure. The event was ongoing with no action taken. The patient elected to not use the spinal cord stimulator since (B)(6) and later reported an achy back on (B)(6) 2017 . A clinical diagnosis of unsatisfactory analgesia was reported. The patient was encouraged to use the spinal cord stimulation. No actions were taken and the event was ongoing. The event was possibly related to the device or therapy and was not related to the implant procedure. It was specifically related to the patient's non-compliance with the recharge process as the patient chose not to recharge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that there was no changed in stimulation. Patient became anxious during usage, and therapeutic effect was unable to determine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that the issue was resolved without sequelae on (B)(6) 2017. No further complications were reported as a result of this event.